Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend and was failing to capture due to high capture threshold. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct medical device problem code should have been "capturing problem", rather than "failure to capture". The correct b5 statement should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend and exhibited a high capture threshold. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.", rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend and was failing to capture due to high capture threshold. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition."

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead helix was failing to extend and exhibited a high capture threshold. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were inadequate capture, and a helix mechanism issue. A complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Electrical testing was normal with no anomalies found. The reported event of a helix mechanism issue was confirmed. The helix was retracted and covered with blood/tissue. Visual and x-ray examination of the helix mechanism was normal with no anomalies found but did find the inner coil over torqued at the connector region consistent with procedural damage. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The helix was measured within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil.